Event description:
The reporter/school nurse alleged a loss of prime message issue with the pump. According to the reporter, the pt came to her with the loss of prime message. In addition, the pt was reportedly found to have "trace ketones", but was feeling fine. Her blood glucose was tested on an unidentified device and a result of "490 mg/dl" was obtained.

Manufacturer narrative:
Through the investigation, the cde determined that the pump was functioning properly. The alarm history revealed an empty cartridge at 10:40 am that morning. The pt claimed that she was unaware the pump was empty. She also denied changing the cartridge. The cde verified on the home screen of the pump to have "0" insulin.